Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump may have been dropped while the customer was sleeping. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. At the time of the report with tandem technical support (cts) the customer did not have an alternate method for insulin therapy. Cts advised the customer to contact their healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 369 mg/dl.